Event description:
It was reported the patient presented for a routine generator exchange. During the procedure, the physician was unable to remove the lead from the pacemaker's header. The physician broke the header to remove the lead, explanted and replaced the pacemaker. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to disconnect was not confirmed. Final analysis found the device was received with both setscrews removed and one setscrew. Visual and mechanical examination found no anomalies except for excessive septum punch-outs filling the setscrew inset due to user-related error.